Event description:
It was reported that the patient experienced "mini seizures" prior to (B)(6). On (B)(6) she had one that lasted an hour. On (B)(6), she had another that lasted 2-3 hours. She reported uncontrollable jerking and twitching and being fully conscious. The patient had had seizures in the past, but she wasn't aware of those seizures while they were occurring. The patient also reported pain by the nerve in her head (occipital implant). She was admitted to the hospital but the hcp there couldn't make any determination. The implanting physician was not available. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead: model #, lot #n272267, implanted 2011 (B)(6) explanted unknown; lead: model # 3986a45, lot # n248532n01, implanted 2011 (B)(6), explanted unknown; extension: model # 3708240, lot # nkb011935v, implanted 2011 (B)(6), explanted unknown; programmer: model # 37743, lot #nke177730n.

Event description:
Additional information received. Cause of event: unsure. Hospitalization required: no. Patient has a history of seizure disorder. The patient was to follow up with her neurologist. Stimulation was turned off in ER; patient still experienced uncontrollable shaking.